Event description:
I used the fascia blaster in a hot bath (as ashley black suggested) for thirty minutes. Twenty minutes later when I tried to walk, my body kept pulling to the right. This happened twice. My husband took me to the ER and I was admitted to the hospital with having a stroke. I didn't put two to two together until a couple of months later when negative posts started getting deleted on the main page of the fascia blaster. I have stopped using it and have had no problems since. I am healthy, eat clean and work out four days a week. I was using it for pain management from my work outs. And I now have varicose veins on my legs that I did not have before using the fascia blaster. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2017.